Event description:
It was reported that the patient presented in clinic due to an infection. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.